Event description:
Boston scientific received information that toward the end of an unrelated device procedure, the patient with this device system went into ventricular tachycardia (vt). The magnet had been removed, and four shocks were delivered with no conversion. The patient was externally shocked in the correct location. Upon interrogation, a message noting that the system was shocked into a shorted condition. Review of the events displayed a first attempt that was diverted, followed by a second attempt at 21j that displayed a less than 20 ohms shock impedance measurement. The device was noted to be non-functional with no capture noted. The following day, the patient was enduring bradycardic induced vt. Once the brady pacing was reprogrammed on, no capture or sensing was observed. Once reprogrammed to aai, the complex appeared to rv capture. The patient remained in the intensive care unit (ICU) for several days following this observation. Pathology results were pending to determine the extent of the patient's unrelated device disease, which would determine a future device replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.